Manufacturer narrative:
The product is not available for eval. A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. Report 1 of 2, see 1920664-2013-00359.

Event description:
The user facility in (B)(6) reported during vitrectomy surgery the cutter would not cut. The surgeon decreased the rate, but the cutter would not move. The surgeon replaced it with another cutter and it worked normally. The surgery was completedwith no pt injury reported.